Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
The customer states that a false positive result was generated on one patient sample with the architect total b-hcg assay. An initial result of 48 miu/ml was generated. The next day the sample was centrifuged and retested and generated a result of less than 1.2 miu/ml. The customer believes that carryover occurred from two high b-hcg samples tested before the sample in question. No suspect results were reported from the lab. The abbott customer technical advocate advised the customer to replace the sample probe. Afterwards, a carryover run was performed and generated acceptable results. There is no impact to patient management reported.

Manufacturer narrative:
(B)(4). The customer indicated that the sample probe was replaced on (B)(4) 2010, and was scheduled for the next replacement on (B)(4) 2011. The customer feels the issue is due to inter-tube contamination because both tubes run before the sample in question measured very high b-hcg values (62,000 miu/ml and >225,000 miu/ml). The customer replaced the probe as a preventative measure. The evaluation failed to determine a single definitive cause of the customer's current issue. Review of documentation identified no adverse trends in conjunction with the complaint issue currently under evaluation. A deficiency was identified, possibly due to sample or reagent carry-over. Further investigation of this quality issue will be conducted.

Manufacturer narrative:
The suspect medical device has changed from the arch i1000sr, (B)(4) to arch (B)(4), manufacturing site (B)(4). MFR # 3005094123-2011-00587 has been submitted to address this error.